Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3636 knotless fibertak passing suture broke inside the anchor when passing the repair suture. The repair suture was then passed through, and half of the tiger loop was still in anchor. After retrieving the repair suture using a grasper, it also broke. The anchor was unable to be used and remained in the patient. The case was completed using a 2.9 pushlock and labraltape. This was discovered during a bankart repair procedure on (B)(6) 2024. Additional information received on 1/8/2025: the case was only delayed for no more than 5 minutes as the surgeon had to remove the suture in the joint from the defective anchor and then move on to using a different anchor. The sales representative is not aware if any additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.